Manufacturer narrative:
The device has not been received for evaluation. (B)(4)

Event description:
The first fast fix, t-1 did not deploy. Then on the second fast fix, t-2 did not deploy. This dr. Has been using our fast fix "forever". T1 is still in the patient.